Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 402 mg/dl. The customer believed the serter spring was not strong enough and was inserting his infusion sets crooked. The infusion set tape was sticking to the side of the serter. The product will return. Nothing further to report.

Manufacturer narrative:
One opened quick serter was tested and it failed per specification, the barrel had excessive glue.